Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed during which it was noted that the connecting tube of the cylinder had a crack. The cylinder and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, leak tested, and pressure tested. During visual inspection it was identified that cylinder 1 had a hole in the outer tube in the middle and proximal end of its body, and cylinder 2 had a hole in the outer tube in the proximal end of its body. It was noted that the holes were caused by a sharp instrument, consistent with explant damage. Both cylinders passed leakage and pressure tests. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the kink resistant tubing (krt) of the pump had worn down to the filament. The component passes the leakage test; however, it did not pass the functional test. Based on the information available and analysis results, the pump not passing the functional testing could have caused or contributed to the reported clinical observation of the device not working properly; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed during which it was noted that the connecting tube of the cylinder had a crack. The cylinder and the pump were removed and replaced. There were no patient complications reported.